Event description:
Caller reported alarms, including alarm 2 and alarm 26, which were linked to occlusion events. This issue caused the customer's blood glucose levels to exceed normal limits, displaying "high" on their device. To address the issue, the customer administered a correction bolus via the pump. The customer changed supplies and resumed insulin therapy.